Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 162 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Additional information received indicated that the touch screen was not cracked as initially reported. It was the screen protector that was cracked and was removed. Pump was operating as intended and customer continued pump therapy.